Event description:
(B)(4)

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse did various test such as k6, k6a, k7, k8, safety disk leak test, pneumatic performance and the fse found that the unit is ok. The leakage might be coming from the iab catheter itself and the balloon is the issue. The fse did an interview with the staff nurse and will refer the case to the application and sales team. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use check, the cs300 intra-aortic balloon pump (iabp) unit shows error message catheter leak. There was no patient involvement.